Event description:
The white plastic elbow connector at the pressure gauge from one side of the automatic disinfector borke causing the reprocessing/procedure room and part of the laboratory to become flooded with approx four gallons of water mixed with approx one quarter to one third of a galloon of gluteraldehyde. Three hosp employees went to the hosp's "urgent care" dept (for employees) as a precaution. Pt #3 was treated for breathing difficulties. All three employees were sent home due to gluteraldehyde exposure. One physician was also affected. She had nose bleeds and a runny nose the day after the occurrence.

Event description:
The white plastic elbow connector at the pressure gauge from one side of the automatic disinfector broke causing the reprocessing/procedure room and part of the laboratory to become flooded with approximately four gallons of water mixed with approximately one quarter to one third of a gallon of gluteraldehyde. Three hospital employees went to the hospital's "urgent care" department (for employees) as a precaution. Patient #3 was treated for breathing difficulties. All three employees were sent home due to gluteraldehyde exposure. One physician was also affected. She had nose bleeds and a runny nose the day after the occurrence.

Event description:
The white plastic elbow connector at the pressure gauge from one side of the automatic disinfector broke causing the reprocessing/procedure room and part of the laboratory to become flooded with approx four gallons of water mixed with approx one quarter to one third of a gallon of gluteraldehyde. Three hosp employees went to the hosp's "urgent care" dept (for employees) as a precaution. Pt #3 was treated for breathing difficulties. All three employees were sent home due to gluteraldehyde exposure. One physician was also affected. She had nose bleeds and a runny nose the day after the occurrence.